Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the flow module to lab use only testing equipment. The flow module passed all testing successfully. It was determined that the flow module met specification. Per data log analysis, the most recent activity in the log was from 2013. Since the log does not cover the incident date, cannot confirm the complaint from the log.

Event description:
It was reported that during incoming inspection of the device at the service center, the flow module had a note on it that the flow was not reading. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.